Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. The 3.5 x 12 mm nc trek balloon dilatation catheter (bdc) was attempted to be advanced on a whisper guide wire (gw); however, the gw was not able to track the bdc as the wire felt too sticky. The coating of the wire core was peeling during removal of the gw. Another whisper gw was attempted; however, the same issue occurred. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B5: the additional hi-torque whisper guide wires referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated polymer coating was unable to be confirmed. The reported difficult to advance the device was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint handling database identified 7 other incidents from this lot. The investigation determined the reported difficult to advance and the reported peeled / delaminated difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.